Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, that the autotome rx sphincterotome, which was just unpackaged, would orient backwards. The case was completed with another of the same device.